Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor had connection issues with the transmitter. Customer stated lights on the transmitter were not flashing when connected to the sensor. Blood glucose level at the time of the incident was 408 mg/dl. Customer was assisted with troubleshooting. The customer was advised to insert new sensor and the sensor would be replaced. No product is expected to return.